Event description:
It was reported that the patient presented to clinic for routine interrogation and it was observed that intermittent atrial undersensing was causing frequent pacemaker mediated tachycardia episodes. It was noted that a marker anomaly was also present. Programming changes were made. Device remains implanted.